Manufacturer narrative:
The t:slim x2 g5 user guide states: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump battery fully depleted due to normal use. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.